Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test. The consumer stated the test was performed several days prior to (B)(6) 2023. Repeat testing was performed which generated a positive result. Additional testing was performed via ihealth covid-19 antigen rapid test, which generated a positive result. Both of these tests were performed on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self-test. The consumer stated the test was performed several days prior to(B)(6), 2023. Repeat testing was performed which generated a positive result. Additional testing was performed via ihealth covid-19 antigen rapid test, which generated a positive result. Both of these tests were performed on (B)(6), 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D4 - lot number: customer was unsure of exact lot number, there is a possibility that it was lot 223040. Lot information below: d4 - expiration date: 14aug2023. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.